Manufacturer narrative:
(B)(6). Device is a combination product. Promus element, mr, ous 3.00 x20 mm stent delivery system was returned for analysis. A visual and microscopic examination of the stent found proximal stent damage. Stent struts on the 3rd and 4th proximal stent strut rows were noted to be lifted and pulled distally. The undamaged stent outer diameter was measured within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 21may2019. It was reported that crossing difficulties were encountered. A 3.00x20mm promus element stent was advanced but failed to cross the lesion. No patient complications were reported. However, returned device analysis revealed stent damage.